Manufacturer narrative:
On completion of the investigation a follow up report will be submitted. Associated file: 1219977-2016-00002.

Event description:
The patient recieved a stent in the left iliac limb during an iliac branch case. The physician reports "the 9x59 stent did not obtain a good seal. The stent landed at the bend in the internal iliac artery which caused it to not have optimal wall apposition. Another stent product was used to cover the entire lesion."

Manufacturer narrative:
Engineering analysis: the details provided indicate that the icast stent was first implanted (B)(6) 2014 following the deployment of a zenith stent graft and zenith branch graft. The icast stent was used as an extension into the iliac artery. Engineering summary: a full review of the catheter lot history records for the device in question was performed. The records indicate that this lot of catheters passed atriums final lot qualification testing. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath. Ability to deploy the stent at nominal pressure (8atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath ability of the delivery system to withstand 10 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm) manifold to shaft tensile testing. Samples when tensile tested must not break or separate below 3.37lbs result: all 59 quality inspection samples passed this final inspection. A review of the raw stainless steel stent incoming inspection and certificate of compliance provided by the vendor indicate that the stent met all the dimensional and material requirements including stress and strain, elongation and ultimate tensile strength. The average stent diameter after being allowed to recoil was 8.93mm. This data was obtained from the 59 samples measured from this catheter lot. The details state that the icast 9mm stent was lined with a zenith zilver stent that was 12mm in diameter. This diameter is 4mm larger that the icast stent used. The native vessel diameters were not provided. Conclusion: as the device performed properly and passed all quality inspection atrium can find no fault with the device.